Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure for pvc from the mitro-aortic continuity, a tamponade occurred which required surgery. The physician found good signals, started the rf ablation with 35 w, but in some application the power was not reached, and the irrigation was increased from 13 ml/min to 17 ml/min. Then, the pvc disappeared. After a long waiting time, the physician decided also to ablate with rf in the cs with 20 w. At the end of the procedure, the patient reported pain on the back right. An echocardiogram revealed a tamponade. The bleeding continued so the patient was taken to cardiac surgery where a patch was positioned in the anterolateral part of left ventricle (lv) mitro-aortic continuity. The patient is stable and will be discharged. It is alleged that the perforation occurred while mapping in the lv with the tactiflex duo catheter.